Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon performed a surgery for a femoral trochanteric fracture. After insertion of the dhs guide wire, the surgeon tried to ream for a lag. The second reamer couldn't be pushed from the lateral cortical bone area. The surgeon considered the cortical bone to be hard and tried to move the reamer backward and forward with a rotation three times. The surgeon checked an x-ray image. The surgeon found some artifacts 50 mm from the distal end of the guide wire. The surgeon was unable to catch it using forceps. The surgeon tried to ream again and found the penetration of the guide wire into the bone head using the x-ray image. No impact to the patient was reported. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation coordinated by synthes europe. Report received indicates the investigations found that the dhs/dcs guide wire became damaged due to strong contact with the reamer. We have to assume that the guide wire was slightly bent during reaming and therefore came into contact with the reamer during drilling. No abnormal findings were identified. No product fault could be detected. A review of the device history record was not possible, because the reported lot number does not match to the part article.